Manufacturer narrative:
H6: fdc d16 code no longer applicable. H6: product ID: nim4cpb1 serial/lot #: (B)(6): fdc d02 code isno longer applicable. H6: product ID: nim4cpb1, serial/lot #:(B)(6) - fdc d1102 code is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: nim4cpb1, serial/lot #: (B)(6): it was found in the analysis that the stim pcba defective, the antenna was disconnected. H6: product ID: nim4cpb1, serial/lot #: (B)(6): fdm b17, fdr c20, img g02005, and fdc d16 codes are no longer applicable. H6: product ID: nim4cpb1, serial/lot #:(B)(6) - fdm b01, fdr c0201 and c04, img g02001 and g02005, and fdc d02 codes are applicable. H3: product ID: nim4cpb1, serial/lot #:(B)(6) -it was found in the analysis that there was loose pin on the afe board. The main board usb-c connector port faulty. Software was not updated. H6: product ID: nim4cpb1 serial/lot #: (B)(6): dm b17, fdr c20, img g02005, and fdc d16 codes are no longer applicable. H6: product ID: nim4cpb1, serial/lot #:(B)(6) - fdm b01, fdr c07, c0201 and c10, img g02008, g0403401 and g04034, and fdc d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot #:(B)(6), UDI#: (B)(4); h6: product ID: nim4cpb1: fdm b17, fdr c20, img g02005, and fdc d16 codes are applicable. Product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot #: (B)(6), UDI#: (B)(4), h6: product ID: nim4cpb1: fdm b17, fdr c20, img g02005, and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op of thyroid procedure, there was an abnormally high amount of (noise) artifact, as well as seemingly false positive stimulation (stimulating anywhere on the body, except the nerve, would reportedly produce a response). The patient interface fault detected. Surgeon ultimately switched to their older nim 3.0 response system and was able to move forward with the procedure without issues. There was about 1 hour delay in the procedure. Troubleshooting was performed re-wrapped all the cables with the muting clamp to make sure there was a strong connection. Stimulated after electrode check; initially ground was red, after re-seating it turned green but when he tried stimulating, he would get responses everywhere except the nerve. Switched to wired connection on pi box, ran another electrode check, vocalis 1 was not passing (was just "spinning", all other connections were green). Rebooted the system but issue persisted. There was no patient impact.